Event description:
It was reported that patient presented for remote follow-up. Review of transmission revealed that right ventricular (rv) lead exhibited post sensed t wave over-sensing and failure to capture. No intervention was performed and lead is being monitored. Patient condition was stable.